Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced a bluetooth connectivity issue in which the dexcom g7 continuous glucose monitor (cgm) sensor continued providing readings in its app but failed to pair with the ilet, resulting in no glucose values on the ilet. No adverse clinical symptoms reported. Outcomes included temporary interruption of automated insulin dosing guidance on the ilet without medical intervention or hospitalization. User support included guided troubleshooting and education, including a device restart and confirmation that the ilet would attempt automatic re-pairing. Investigation of this case revealed a communication pairing failure between the ilet and sensor, consistent with a software or bluetooth connectivity issue limited to the ilet interface. It was concluded, based on previously established findings for similar reports, that the cause was a transient communication disruption resolved through standard troubleshooting.